Event description:
Report received of an independent rate change. The pump was programmed to deliver 1000 ml of a pitressin at a rate of 3ml/hr. The nurse stated that "after 8 minutes the pump alarmed kvo and the rate changed to 36ml/hr. The volume infused was 3ml." The infusion was stopped. After 30 minutes it was determined the patient's labor was progressing normally and the pitressin was not restarted. There was no reported adverse effects to the mother or fetus. No medical interventions were required. The device was removed from clinical service. Though requested, no additional information was provided.